Event description:
On the event date, the pt reported that she received an e6 (mechanical) error after changing the battery of her infusion device. To troubleshoot the pt was instructed to disconnect from her infusion site and to remove the insulin cartridge. Upon removal of the insulin cartridge, the pt noticed moisture in the cartridge compartment of the infusion device. The insulin cartridge was not cracked and the infusion tubing was securely attached. The pt was instructed to dry the cartridge compartment with a cotton swab. She then reset the infusion device, primed the infusion tubing, and placed the infusion device in run mode. The pt reported that she has noticed moisture in the cartridge compartment in the past. She stated that she inserts the insulin cartridge into the infusion device with the adapter and infusion tubing attached. Upon follow up two days later, the pt stated tht she still sees condensation in the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.